Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported seeing the low ins battery icon on the patient programmer (pp). The patient indicated that the error appeared in the last two weeks, but the patient stated that their healthcare provider (hcp) hoped that the patient would get another year out of the ins. The patient was implanted in (B)(6) 2011, no patient symptoms were reported.

Event description:
Additional information was received from the patient. Patient had their battery replaced on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.